Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2psjr serial# implanted: (B)(6)2023 explanted: (B)(6)2023 product type lead product ID 3560022 lot# va2nx8y. Product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider (hcp) via the manufacturer representative reported the patient's indication for use was either overactive bladder or non-obstructive urinary retention.

Manufacturer narrative:
Outcomes attributed to adverse event: infection, antibiotics continuation of concomitant medical products: product ID: 978b128, lot# va2nx8y, implanted: (B)(6) 2023, explanted: (B)(6) 2023, and product type: lead. Product ID: 3560022, lot# va2nx8y, and product type: extension. Suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 24-apr-2024, and UDI#: (B)(4). Product ID: 3560022, serial/lot #: (B)(4), ubd: 15-sep-2024, and UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient complained of soreness at the percutaneous extension site. The surgeon inspected and noted no visible signs of infection. Once the procedure commended and the initial wound site was opened, the surgeon stated there was infection and the lead and extension would be removed.  There were no known contributing factors.  Patient kept the wound dried and covered. Surgeon did state that it may have been due to him spending quite some time on (B)(6) 2023 making the pocket large enough to fit the connector. The lead and extension were removed and a swab was sent for analysis. Patient was placed on antibiotics. The issue was considered resolved.